Manufacturer narrative:
(B)(4). The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed all three icons (charge-pak, attention, and service wrench) and would no longer power on. The customer also advised that their device periodically makes a ¿rattling noise¿. The customer advised that the charge-pak installed in their device had a lot code of 1616 and expiration date of (B)(4) 2019. There was no patient use associated with this event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device displayed all three icons (charge-pak, attention, and service wrench) and would no longer power on. The customer also advised that their device periodically makes a ¿rattling noise¿. The customer advised that the charge-pak installed in their device had a lot code of 1616 and expiration date of (B)(6) 2019. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio determined that the cause of the reported issue was due to the digital pcb assembly. However, further component cause could not be determined. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device displayed all three icons (charge-pak, attention, and service wrench) and would no longer power on. The customer also advised that their device periodically makes a ¿rattling noise¿. The customer advised that the charge-pak installed in their device had a lot code of 1616 and expiration date of 2019/05/09. There was no patient use associated with this event.